Event description:
A complaint was reported to boston scientific corporation on an escape retrieval basket used during an ureteroscopy with lithotripsy procedure on (B)(6) 2012. According to the complainant, after capturing a 7mm stone the physician was unable to open the basket to release it. The physician lasered the basket to release the stone and removed the device from the patient. No part of the device detached inside the patient, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.